Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, accessory device support, and/or interaction with previously implanted stents. In this instance, it is likely that interaction with the previously implanted stent contributed to the reported failure to advance. Analysis of the returned product noted blood in the guide wire lumen and on the balloon, which suggests the stent delivery system (sds) had been advanced on a guide wire and into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implant outer diameter dimensions met manufacturing criteria. There were multiple bends in the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the hypotube and jacket were separated distal to the strain relief tubing. The fracture faces were oval shaped and the jacket material was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. A review of the product manufacturing records did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. In this case, the reported failure to cross, shaft separation, and subsequent bends in the hypotube appear to be related to operational context.

Event description:
It was reported that a 2.5 x 15 mm xience v and 3.0 x 28 mm xience v both failed to cross to treat a lesion located at the bifurcation of the left anterior descending (lad) and diagonal arteries. During use of a 2nd 2.5 x 15 mm xience v, the hypotube separated while trying to cross through an unknown stent which had been previously placed in the lad. There were no adverse patient effects or medical intervention reported. The procedure was completed with balloon angioplasty in the diagonal artery. No additional information was provided.